Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads, an unknown "defib fault" message, and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. The customer's reports of unit shuts off and no ECG signal were observed during review of the device data logs. However, the device passed full functional testing including ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned with a new multifunction cable to the customer. Analysis of reports of this type has not identified an increase in trend.